Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a triple lumen polyurethane central venous catheter [set] (c-utlm-501j) from lot 8776962 cracked and leaked. The leakage was noted approximately three weeks post liver transplant. Cook became aware of this event on 10aug2020 upon being notified by (B)(6). The patient reportedly experienced no adverse effects as a result of this incident. Reviews of the complaint history, device history record, instructions for use (IFU), and quality control of the device were conducted during the investigation. The complaint device was not returned for evaluation; however, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no related nonconformances associated with this device lot. It should be noted that there are 3 additional complaints from this device lot concerning the same failure mode. At this time, there is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "warnings: do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 ml or larger syringe will reduce the risk of catheter rupture. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for failure was not established. Appropriate measures have been taken to address this failure mode. A CAPA is currently open to address the issue of cracked hubs in this product line and this complaint falls within its scope. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of a triple lumen polyurethane central venous catheter was found cracked and leaking after insertion. The device was placed in the patient's right internal jugular vein on (B)(6) 2020. The patient received a liver transplant that occurred on (B)(6) 2020. At the time of the failure on (B)(6) 2020, the patient was receiving lipids and tpn. Due to this incident, the patient required "peripheral intravenous cannulation for inadequate lumen available for infusions". The device was ultimately removed and replaced on (B)(6) 2020. The complaint device was discarded by the facility and will not be available for return to the manufacturer. Another event regarding this patient is also reported under patient identifier (B)(6). Additional information regarding the device and event has been requested but is currently unavailable.